Manufacturer narrative:
The sample presented the expected appearance per the description. The customer's reported complaint of the tip being detached from the catheter is confirmed. The catheter was found to be without the tip. The catheter's working time was 91 seconds (1:31 min) at 50 mj/mm2 and 5:00 minutes at 60 mj/mm2 (which is the maximum allowed working time at 60 mj/mm2). Six kinks were detected along the catheter's shaft. There are several potential root causes - additional tension that the physician gives to the catheter may have resulted in excessive force and a higher fiber degradation rate that can likely lead to the catheter's tip being damaged and detaching. This is supported by the multiple kinks that were found on the catheter's shaft during investigation. The catheter was working for the maximally allowed duration at its highest energy of 60mj/mm2, which can also result in a higher fiber degradation rate and as a result, the tip detaching. According to the description and the additional information, the heparin/saline solution wasn't injected through the sheath during the procedure (improper use according to the ifu0120). Since no saline was consistently injected during the procedure, the friction between the sheath and the catheter was high, resulting in excessive force that the physician had to apply. This causes a higher fiber degradation rate, which apparently can lead to the outer blade falling. The physician stated that removing the tip would likely cause more harm. The tip is sitting in a distal collateral off the peroneal and cannot travel further, and the patient was stable at discharge. The rationale assumes that the retained fragment poses a minimal immediate or long-term risk due to relatively small size of the fragment (0.9mm) compared to the peroneal artery (3mm) and its stable position in a distal collateral, where the blood flow to the foot is unaffected. Furthermore, the blade's metal alloy is biocompatible. It will minimize blood clot formation, and endothelial cells will grow over the fragment, incorporating it into the vessel wall and reducing its thrombogenicity. Attempting to remove such a small fragment from within a potentially diseased artery increase the chance for vessel damage and embolization. Based on additional information from the rep, the catheter was normal prior to use; the procedure was completed with another device, and no harm was done to the patient. The root cause for this event is likely due to excessive handling forces of the catheter during the procedure and due to improper use according to the IFU. No manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. The DHR was reviewed for the reported catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. A review of the distribution records for the reported catheter serial number 101441 was performed for any deviations related to the reported failure mode of the complaint. The review confirms that the catheter met all packaging performance specifications, i.e., no ncr was written. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported an issue while using an auryon atherectomy catheter 0.9mm - hydrophilic coated. The following was reported: "while using a 0.9 laser in the peroneal, the radiopaque tip broke off in the body and traveled distally into a collateral branch. We did not see the tip break off originally. When we rewired the at and loaded the laser back on we were unable to see the tip on fluoro inside the body. So we pulled the catheter back outside the body and examined the tip and noticed that it was broken off. You can see the tip on fluoro near the ankle. The physician elected to leave it in the body."

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).